Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that a catheter revision occurred on 2014-(B)(6). The patient had a small area on her back where the catheter was visibly eroding through the skin. The area was cleaned and exposed tissue was removed. The same existing catheter was anchored below the fascia and was left in use in the intrathecal space. The positioning of corrected, as the anchor site of the catheter was placed deeper. No infection was present. The patient recovered without permanent impairment and was doing well at the time of this reported.

Event description:
It was reported that the patient was seen in the healthcare provider¿s (hcp) clinic on the report date and the patient¿s skin had eroded down her back, at the catheter track, and the catheter was ¿poking through¿. A catheter explant was planned for (B)(6) 2014. The patient was noted as receiving intrathecal baclofen therapy.

Event description:
On (B)(6) 2014 information was received from a representative that the entire system was explanted. The erosion was at the catheter site in the patient's back at the anchor. The catheter was actually showing. The cause was due to the patient having immune issues, and they never really healed well after surgery. The patient was now being managed on oral baclofen. They wanted another pump, but infection control wanted to wait at least a year. They had no further information to provide.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 information was received indicating that the patient was explanted on (B)(6) 2014. The physician stated that there was no infection present; however, it seemed as though the patient had "bad tissue" and would not heal appropriately. Additional information was requested to determine the patient's outcome as well as to determine what was explanted.